Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during intraocular lens (iol) implant procedure, when the intraocular lens (iol) was being inserted, the lens could not be pushed out of the injector, could not be implanted. This issue happened repeatedly. Additional information has been requested. There are two medical device reports associated with this complaint. This report is 2 of 2.